Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer has passed away in a hospital. The caller stated that the cause of death was diabetes heart attack. The caller stated that the customer had a lot of health issues and "it was back and forth with him." The caller stated that they had dinner and within ten minutes it happened. The paramedics were still performing CPR in the ambulance. The customer had heart disease and had stents put twice; the last one was last year. The caller stated that there was a stent put in the customer's kidney last year. The caller stated that the customer would occasionally have infections. At the time of death the customer's blood glucose was 114 mg/dl. The customer was wearing the insulin pump at the time of death. The caller stated that she did not think the customer used sensors. The caller agreed to return the insulin pump for analysis. Assistance was proved to insert a battery in the insulin pump, clear all alarms and reset the date and the time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.